Manufacturer narrative:
The reported events of high pacing impedance and lead fracture were not confirmed. As received, complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
During an initial implant procedure, increased pacing impedance was observed on the right ventricular (rv) lead. The suspected cause of the event was due to a lead fracture, although not confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.